Manufacturer narrative:
This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12 this report is re-sent via webtrader emdr-module.

Event description:
(B)(4) event took place in (B)(6). Narrative given by the customer [tentative translation]: "fluid leakage from the injection tubing (not on the cannula) failure reproducible by closing the opening of the cannula and injecting through the tube."